Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure when they were still in the room but about to roll out the pacemaker was checked to make sure the leads were attached properly. There was high impedance on the right ventricular lead and lack of capture. Opened the pocket and setscrew was not turned down all of the way. Removed the lead, tested with analyzer and then plugged into pacemaker and all values were good. The device is still in use. No patient complications have been reported as a result of this event.